Event description:
It was reported that the stem subsided.

Manufacturer narrative:
It was noted that the device is not available because it was kept by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. A review of the provided x-ray by a clinical consultant could not confirm that the stem subsided nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the stem subsided.